Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, a pericardial effusion was noted due to coronary sinus perforation during left ventricular (lv) lead replacement. No intervention or treatment was required, the patient was in stable condition.